Event description:
It was reportedthat this left ventricular (lv) lead was a case of an attempted implant due to insulation damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was returned intact and not severed. The lead passed the continuity test indicating conductors were intact. The lead also passed the hipot test, indicating no electrical shorts between conductors. In addition, visual inspection revealed a puncture hole in the insulation in the tip region of the lead consistent with a backloaded guidewire escaping the lumen.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to insulation damage. The lead was never in service. No adverse patient effects were reported.